Manufacturer narrative:
Manufacturer ref# (b)4) PMA/510(k): k171712. Investigation is still in progress.

Event description:
Kw 02-10-2021. Description of event according to initial reporter: on (B)(6) 2021, the hub cracked. They noticed this post-injection and pre-deployment. They were able to successfully deploy this filter. The tech said the device deployed and everything was fine. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: the hub cracked post-injection and pre-deployment, but the filter was successfully placed without any impact on the patient. Only the nid dilator was returned and was still connected to an unknown connection tube. The hub had cracked as reported, ie the shells around the fitting had slightly opened. The dilator and the connection tube were finally disconnected and further investigation revealed no non-conformances on the fitting inside the shells. Furthermore, remnants of glue were noted on fitting and shells, thus confirming that the components had been glued according to specifications. However, some marks noted on the fitting appear to be caused by a pincer and suggest that attempts had been made to free the dilator from the connection tube, likely because it stuck if not correctly connected or due to hardened contrast. It was assessed that because no non-conformances were detected, there is evidence that the DHR was fully executed. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.